Event description:
A (B)(6) female pt's spouse contacted zoll customer support to report the pt's monitor fell apart and was not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor fell apart / does not work) has been confirmed. As received, the monitor would not power on. Upon evaluation, the case was separated and wires were pulled from the aux pca. The cause for the inability to power on is the pulled aux wires. The cause for the pulled wires is the separated case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged case. The pt received a replacement monitor.